Event description:
It was reported that on (B)(6) 2002, the patient underwent anterior lumbar interbody fusion, l4-5 with rhbmp-2/acs and fresh frozen femoral allograft precision implant; l4 laminectomy. (B)(6) /2002-radiographs show excellent position of hardware and grafts. The l5 screw on the left side is slightly lateralized in its placement which accounts for some appearance of the screw being elevated on the lateral view, but the patient is not manifesting any radicular symptoms. (B)(6) 2003-radiographs show the hardware to be well positioned and the fusion healing slowly. The graft is in excellent position. (B)(6) 2003-ap and lateral of the lumber spine taken today show the fusion to be healing beautifully. Patient is 5 months post op and reports she is just not making good progress. She is still having back pain which is mainly left sided. She states, she has difficulty sleeping and has been through physical therapy, but has not progressed very well. Tens unit is recommended at this time along with corset, flexeril, elavil and darvocet. Multiple lesi on (B)(6) 2003, (B)(6) 2003 and (B)(6) 2003 (B)(6) 2004- patient was diagnosed with low back pain and failed l4-l5 fusion. Patient underwent bilateral l4-l5, l5-s1 facet join injections. (B)(6) 2009-continues to report lumbar pain and plans to proceed with the ans dual lead scs sytem. (B)(6) 2009-percutaneous implantation of an octrode 8 electrode at t8 (B)(6) 2009 report of spinal cord stimulator 75 to 80% pain coverage from the scs trial leads. Will remove the leads at the follow up visit. (B)(6) 2009-dual-lead st. Jude spinal cord stimulator (B)(6) 2011-patient reports main issues now, is pain all over. She describes the pain as both in her muscles and joints. She is unable to do most activities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.